Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The customer reported that when she removed the pod, her infusion site was red and painful. She also stated that puss was coming out of the infusion site. She squeezed and drained the infusion site, and applied a hot compress to the site. She went to urgent care where she was informed that she had what looked like (B)(6), however, the doctor could not perform a culture of the infection at that time. She was prescribed antibiotics for the infection. The pod was discarded.